Event description:
It was reported while using bd alaris pump module infusion set there were flow issues and a blockage. There was no report of patient impact. The following information was provided by the initial reporter: lipids would not prime passed filter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. It was reported by customer that " lipids would not prime passed filter." The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 lot number 22056288 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.